Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) checked the system and noted debris was causing the foot-switch to be jammed. The reported event was confirmed. Clearing the foot-switch jam resolved the issue. The console was checked using testing fiber and was found to be working without issue. After the fse performed the correct cleaning of the foot-switch, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Therefore, the investigation was assigned the most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the laser continues firing even after the foot switch is released. No patient was involved.

Event description:
It was reported that the laser continues firing even after the foot switch is released. No patient was involved.